Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device had damaged comb. The event occurred during setup. No harm reported and no delay.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On june 19, 2018, it was reported that the device had a damaged comb. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was august 5, 2016 where it was reported that the device had a damaged comb and the damaged comb was replaced. This is not a related issue. Product review of the skin graft mesher on september 11, 2018 revealed that the calibration and sample mesh could not be taken due to the comb being heavily damaged on the side closest to the ratchet. The side plates, roller, roller gear, and handle were all worn. The roller was galled where the ratchet slides on. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the sample mesh could not be performed as the comb was heavily damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the sample mesh could not be performed as the comb was heavily damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.